Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that this case reports a revision surgery was performed to exchange the patella and an insert exchange, however during procedure the femoral implant came off. Therefore. All components were removed and a cement spacer was inserted as part of a 2 stage revision. The reason for the exchange remains unknown. Per email communication, there is no consent granted to provide the requested x-rays and surgical records. Therefore, the patient impact beyond the revision cannot be determined. Due to limited information, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The correct roi is: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that, per email correspondence, the requested information is not available. Without the requested patient-specific clinical information/documentation, further assessment of the reported events cannot be provided, and the root cause beyond those reported in the article could not be concluded. The patient impact beyond the reported events cannot be determined. No further medical assessment can be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after around 13 years of being implanted by thr, an unknown ceramic liner ((B)(4)), an unknown shell ((B)(4)) and an unknown femoral head implant ((B)(4)) had to be explanted on the (B)(6) 2013 due to patient with chronic dislocation. It was reported that the patient was stable for several years after the revision surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.